Event description:
According to the available information, the patient has been scheduled to receive a new inflatable penile prosthesis [ipp]. The ipp will replace an ipp that the patient had implanted in 2018. The physician has previously stated that the reservoir will not be replaced as it is believed that the leakage in the implant is not from the reservoir. The revision surgery has not yet occurred.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.